Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged between 154-240 mg/dl. No additional information was provided by the customer.